Manufacturer narrative:
Submit date: 12/26/2017. An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the needle separated or broke off where it attached to the handle when it was being removed.

Manufacturer narrative:
The report refers to product code 8881245164 illinois sternal-illiac needle with lot number 170300024. A device history record (DHR) was reviewed and was confirmed that products were produced accomplishing quality requirements no non-conformance reports (ncr)¿s were found it. One used sample was received at the manufacturing site. Because the product is provided by an external supplier the samples were analyzed; during the evaluation a detachment of the needle was visual. The reported condition is confirmed. The root cause is related with the manufacturing process of the supplier. All the investigation, preventive and corrective actions for this complaint will be documented on a formal supplier corrective action report and corrective/preventative action (CAPA). This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.